Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(4) of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On an unknown date, the patient experienced peritonitis. Treatment was not reported. The cause of the peritonitis was unknown and the consumer stated that she was not allowed to discuss it. The consumer stated that the patient was not hospitalized. At the time of this report, the patient was recovering. Dianeal therapy was ongoing. An opinion of causality was not reported. The consumer did not want the nurse to be contacted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10c03048, h10f07026, h10f23064, h10f28071, h10g28038, h10b11043 and h10j11054 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.